Event description:
Routine ICD remote showed fault code 1003. Bsc tech support confirmed hydrogen premature battery drain and recommends generator replacement in 90 days or call bsc tech support every 90 days for updated battery longevity. Referral to have patient get ICD generator change. Waiting to be scheduled for gen change.